Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. Instead, the area around the y-connector of the foley, began to inflate. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. Instead, the area around the y-connector of the foley, began to inflate. Additional information has been requested.

Manufacturer narrative:
The reported issue was inconclusive. The sample was returned, the exterior was visually inspected, and found no evidence of a failure that would support the reported event. Using a needle syringe, water was inserted into the inflation lumen of the shaft, and out of the inflation eye easily with no obstruction. The inflation time of the used sample was unable to be determined, due to poor sample condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that the balloon would not inflate. Instead, the area around the y-connector of the foley, began to inflate.